Event description:
It was reported the pt felt pain in his lower back that wraps around to his belly button, with only one program. It was reported the pain intensifies when he stands up. Upon further questioning, the pt reported he had three sonograms and an MRI regarding the pain issue. The pt met with the sjm representative and was reprogrammed. Follow up identified the pt had heating at the ipg pocket while charing. A replacement charger was sent to the pt. The pt was monitoring the issues for further follow up.

Manufacturer narrative:
This ipg serial number was included in field advisories. This ipg serial number was included in a field correction (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.